Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204drm, implantable cardioverter defibrillator, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient arrived for a device check due to a sounding device alert. The right ventricular (rv) lead coil impedance was noted to be high, but there was no impedance variance with movement, and no oversensing which suggests the high impedance is not a lead integrity issue, but most likely a result of the patient's lung disease. The lead remains in use at this time. No patient complications have been reported as a result of this event.